Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker experienced syncope. The patient was evaluated in an emergency room. This patient was reported to be 100% paced and had a successful threshold test during troubleshooting. There were no stored episodes that correlated to the time of the reported sycnope. The cause of the syncopal episode is unknown. This product remains in-service.